Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reports that a revision procedure was performed on (B)(6) 2012, due to patient allegations of metallosis, pain, loss of range of motion and tissue/bone destruction. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates the revision procedure performed on (B)(6) 2012, was due to pain, dysfunction and dislocation. The operative notes further indicate the presence of fluid, effusion, fibrous material, and synovitis. Revision operative report also noted a lack of bone ingrowth into the acetabular shell. The head and cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿material sensitivity reactions.¿, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ , ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. ¿ and ¿ loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. ¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03183/-04704).